Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was taken off, the mounted stent was stretched. The device was never used inside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from proximal row twelve onwards, distorted, lifted and stretched over the bumper tip. The proximal end of the stent was undamaged and still securely crimped on the balloon. A review of the associated batch records found the maximum crimped stent profile, the crimped stent outer diameter at the undamaged portion are within the specifications. The stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy" drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent protector was taken off, the mounted stent was stretched. The device was never used inside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.